Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the small grasping retractor instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the small grasping retractor instrument had a broken cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The small grasping retractor was analyzed and found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was missing from clevis in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint regarding a broken cable was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: customer stated, I was the surgeon, but with the best will in the world, I can't remember in detail what happened to the instrument on october 17. Such specific questions should reach us promptly. I will pass on your questions to the nursing department and look through the images. We do not have a video. Your questions will be taken as an opportunity to pay attention to them when the next defect occurs so that we can answer them. Regarding question 8, I can say that no parts of the instrument have fallen into the situs. I can remember that. If parts of the instrument are missing, we should be informed.